Event description:
A nurse called to report several cases of toxic anterior segment syndrome (tass) following intraocular lens implant surgery. The nurse reported the cases occurred on eight different surgery days and involved several surgeons. Additional info has been requested. There are sixteen medical device reports associated with this event. This is the twelfth of sixteen reports.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined by the investigation. It is unclear how the product could have contributed to this event. Product history record reviews for all associated complaints do not demonstrate any correlation between mfg dates for the products. Additional info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).